Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) revision procedure due to inadequate pain relief and shocking sensation in the patients stomach. The patient was doing well postoperatively. The explanted product will not be returned by the medical facility.